Event description:
It was reported that a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock was found to have experienced a leak during patient use. It was reported that that fluid was dripping to the floor by the intravenous (IV) pole. Upon investigation, morphine was found to be leaking from the tubing where the smartsite connects to the tubing. Additionally, there was a crack in the tubing. It was also mentioned that the patient had abnormal vitals (temperature/hr, rr), work of breathing, and agitation emesis. No additional information was reported.

Manufacturer narrative:
One (1) used. List #b2020, 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock; lot #14080229. One (1) used. List #unknown, microclave; lot #unknown. A crack was observed on the female luer. One (1) new. List #b2020, 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock; lot #14080229. No visual damages or anomalies were observed on the new set. The reported complaint of a crack could be confirmed. The returned extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor-supplied part. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.